Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency and urge incontinence it was reported that patient experienced shocking sensation with stimulation on her right side and that it resulted in them urinating. Stimulation was decreased stimulation and changed programs and the issue was resolved. No further complications were noted or anticipated.